Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture.

Event description:
Healthcare professional reported "rupture", "capsular contracture baker grade unknown", "seroma", "massive crease observed during surgery". Later healthcare professional reported there was no capsular contracture. This record is for the right side. Device was explanted. Treatment: aspiration of the seroma, device removal.